Manufacturer narrative:
Concomitant medical products: 3093-28 interstim urinary mgu lead, implant date: (B)(6) 2013; 3058 interstim urinary mgu ipg, implant date: (B)(6) 2013; a2dr01 ipg, implant date: (B)(6) 2017; 8637-20 neuro pump, implant date: (B)(6) 2018; 8781 catheter, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.